Event description:
After mastectomy device was prescried by dr. Device was bought 8/20/94. Device has been used exactly according to co spc's and after 2yrs, 3 1/2 months. The skin on the inside of device split from the tight side. To past the nipple. User feels this device should be replaced by co.